Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified motor rate error. During functional testing the motor rate error was found during occlusion test. The root cause was related to normal wear of the pump as it was over 12 years old. Replaced worm coupling, worm gear, motor bracket, lead screw and both clutch halves. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump was marked as defective since it was unable to run anything through. No patient injury or involvement were noted.